Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ push button blood collection set experienced a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter: the customer stated: they "witnessed a damaged wingset package that was open, wet and condensation present in tubing. This was found on one of our units. The corner of the packaging was open slightly and the packaging was wet and there was also some liquid or condensation found in the tubing. This could have been on our part here in the network and the device could have gotten wet somehow. This was not used on a patient."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter: the customer stated: they "witnessed a damaged wingset package that was open, wet and condensation present in tubing. This was found on one of our units. The corner of the packaging was open slightly and the packaging was wet and there was also some liquid or condensation found in the tubing. This could have been on our part here in the network and the device could have gotten wet somehow. This was not used on a patient."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.